Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however 4 photos were provided. Upon reviewing the photos, the pump's blue display is broken and is not turning on. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the photo review, this complaint can be confirmed. A possible root cause can be attributed to the transportation and handling of the device, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that preoperatively to an unknown procedure on (B)(6) 2023, it was observed that when the fms vue ii fluid management and tissue debridement system device was turned on, all the lights came on but the shaver & pressure screens were not displaying anything. According to the report, nothing happened when they tried turning it off and on again. It was further reported that even when they tried pressing the up/down buttons with no effect. During in-house engineering evaluation of the photo provided by the customer, it was determined that the pump's blue display was broken and was not turning on. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: the device manufacture date was unavailable in the initial medwatch report. The date has been identified and updated accordingly. Investigation summary - the device associated with this report was returned to the supplier for evaluation. During visual inspection, some small marks of usage and a damaged lcd displays were observed. An electrical testing was performed, the device was connected to the power supply and started. The pump turned on correctly, the start sequence ran the led. The DHR was reviewed and there were no issues recorded - all functional tests passed and met specification. All assembly process steps were performed correctly. The overall complaint was unconfirmed as the observed condition of the fms vue ii pump-shaver box would not contribute to the complained device issue. Based on the investigation findings, a potential root cause can be traced to the physical damage due to procedural variables, such handling of the device or product interaction during procedure, however it was difficult to determine when the damage occurred. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6. Investigation findings code of degradation problem identified (c0601) has been added to the investigation findings.